Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after surgery, it was found by the image diagnosis that the clip applied on the cystic duct was missing. An image diagnosis is routinely done after surgery. The clip could have slipped off the duct, and the patient is under observation. There was no bleeding, no tissue damage, no additional tissue loss and operating room time was not extended. The patient is still in the hospital and the antimicrobial agent is administered more than usual due to bile leak.